Manufacturer narrative:
A ge service rep performed an onsite investigation and repaired the interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would flicker and display no image. No pt injury was reported.